Manufacturer narrative:
Voluntary medwatch form received: mw5145975. Note: the serial number for the product was not available in the medwatch form received.

Event description:
It was reported that the patient experienced constant shocks, a stabbing sensation, palpitations, a high heart rate. The patient's blood pressure was extremely high. Fainting and drooping on the left side of the face was also observed. The battery drained to 6.5 hours.